Manufacturer narrative:
Lead was not working, impedance >3000 ohms. Lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient presented with shortness of breath and fluttering in her chest. Symptoms were first reported on (B)(6) 2019. On (B)(6) 2019, loss of capture and impedances over 3000 ohms were observed on the lead. Physician suspects lead may be frayed or otherwise damaged. Lead function was turned off and revision procedure has been scheduled. Should additional information become available, this file will be updated.